Event description:
The device was used during an aaa repair. Reportedly, when firing, the instrument made a popping sound. The device was opened and the staple line was partially formed. The clamp cover disengaged from the device. No pt injury was reported. The surgeon oversewed to finish the procedure.